Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Contacted with the sales rep today via phone, other information requested is unknown. How was the doctor's needle stick/stabbing injury treated? Was any medical or surgical intervention required? If yes, please provide additional details. If medication was required, please clarify if it was prescription strength. Did this issue affected the procedure? If yes, please provide additional details. Were there any patient consequences? No product is available for return. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. When the doctor was suturing the patient's wound with normal force, the needle broke in the middle, causing the doctor to be stabbed by the needle and unable to continue using it. Changed another one to complete the surgery. Additional information has been requested.